Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Due to the lens being discarded at the facility, lenstec was unable to perform a more thorough investigation of this complaint. We are therefore unable to determine the specific cause for the bent haptic.

Event description:
Lenstec received an email stating "bent haptic". It was also noted on the return authorization that the lens was discarded at the facility.